Manufacturer narrative:
(B)(4). Date sent: 3/23/2026 d4: batch #unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: - could you please provide more details about the type of oozing? It was bleeding, not oozing - was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? The surgeon said that only one side of the cut line had staples, so it was bleeding from the side that had no staples. They checked all over to find any loose staples and could not find any. There were no malformed staples, the staples were just completely missing from one side - how was the bleeding controlled? Another stapler - how much blood was lost (ml)? Unknown - did the patient require a transfusion? No - is the current patient status known? Bleeding was stopped intra-op and is recovering fine - was there any patient consequence or change in the post-operative care of the patient as a result of the event? Not that I am aware of attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, when they applied the stapler on the renal vein, it was completely free and without tension. It was applied, did normal sound and when opened, the were three lines of staples proximally but nothing distally and there was bleeding from the stamp of the renal vein which was controlled quickly. The two arteries and the ureter were already controlled and divided. The vein was the last structure left. They used this instrument for many years and always checked that the vein was sitting comfortably within the indicated line and not within the crotch of the jaws. This is the 1st time they have seen complete staple lines on the side of the kidney and nothing on the stump of the renal vein. It was controlled quickly and the patient is well.

Manufacturer narrative:
(B)(4). Date sent: 4/7/2026 d4: batch #805d16 updated data: d4 (lot number, expiration date), h4 corrected data: d4 (UDI) investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with two reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed as intended and no incomplete staple line was noted. A manufacturing record evaluation was performed for the finished device batch number 805d16, and no non-conformances related to the reported complaint condition were identified.